Event description:
It was reported that the patient experienced a shocking sensation. The patient was also unable to adjust the stimulation of the implantable neurostimulator with the antenna attached to the programmer. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 39565, lot# n121891006, implanted: (B)(6) 2007, explanted: na; extension model 3708140, lot# njb000479v, implanted: (B)(6) 2006, explanted: na; extension model 3708140, lot# njb001182v, implanted: (B)(6) 2006, explanted: na; programmer model 37742, lot# njd025359n; recharger model 37752, lot# nka015802n.